Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a review of the black box and alarm history showed several call service 064 alarms. The pump powered up to a dim reddish display screen. The pump alarmed with a call service 078 alarm upon the first rewind attempt. Further testing could not be performed due to the call service alarm. The pump cover was removed to find moisture corrosion on the motor driver circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.